Event description:
After a pump refill, the patient presented to the emergency room hypotensive. The patient was admitted to the hospital. The hcp believed turning the dosage down would resolve the patient's symptoms. The pump was used to deliver morphine and clonidine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.